Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2019. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the reaction of the touch panel was bad when it was manipulated. There was no patient involvement. The event date was not specified; estimate used.